Event description:
It was reported that when the tray kit was opened, there was no foley catheter inside.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample was evaluated and observed there was no catheter attached on the inlet tube of returned sample. Noticed that there was no trace of cyclohexanone at inlet tube connection area. Based on the investigation performed, this failure mode can be happened at manufacturing site and confirmed related to manufacturing. A potential root cause for this failure could be due to operator error or operator handling method. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. A review of the device labeling has been conducted. Correction: d,e,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the tray kit was opened, there was no foley catheter inside.